Manufacturer narrative:
Concomitant product: sdan2000, sdan2000 superd asp needle 21g 0.813mm, (lot #sd1222123) evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the string like fibers and the string like fiber was determined to be from scraping the inner liner. It was reported that there was premature deployment of the needle. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a procedure, there was premature deployment of the needle. This led to the extended working channel (ewc) breaking; the wire was sticking out, and the sensor was off. It was showing the locatable guide (lg) in when it was not and out when it was in. The surgeon could not get any samples from the needle after this. Another needle was used. The physician did not plan to biopsy any further at that point and was able to complete the electromagnetic navigational bronchoscopy (enb) portion of the case. There was no patient injury. Medtronic's evaluation found that the string like fiber was determined to be from scraping the inner liner.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the string like fiber was determined to be from scraping the inner liner. Functionally, the lg length was measured using a calibrated ruler and was found to be within specification. The ewc length was measured using a calibrated ruler and was found to be within specification. The ewc was checked with a ball mandrel and was observed to pass without any resistance. The ewc was cut open to inspect the interior; no anomalies were observed it was reported that there was premature deployment of the needle. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: insert the distal tip of the device, with the needle in the retracted position, into the extended working channel. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.